Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 2.75x20mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. During preparation, the physician stripped the stent protector off the stent in an improper technique. The stent was dislodged from the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a stent was returned for analysis on a mandrel with a stent protector. The stent delivery system (sds) was not returned. A visual and microscopic examination of the crimped stent found that the stent had been separated from its sds and damaged. Damage was noted to the entire stent with the most severely damage and stretching noted to the mid-section. The inner diameter (ID) of the returned stent protector was measured and is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 2.75x20mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. During preparation, the physician stripped the stent protector off the stent in an improper technique. The stent was dislodged from the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.